Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. No cosmetic damage was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported it was the time she had called in regards to the no delivery. Customer has changed the reservoir and infusion set. Customer's blood glucose was 300 mg/dl, treated with injections. Customer wanted to replace the device. Customer was advised to revert to back up plan. No further information reported.